Manufacturer narrative:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an "error 162" code was found in the ventilator's downloaded error log. The 162 error was confirmed and the aecm valve was replaced to resolve. The air inlet foam filter was found to be contaminated and was replaced. The software on the device is up to date and the device passes final testing.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.